Event description:
Boston scientific received information that one of this patient's leads became dislodged and an additional procedure was performed. Following that procedure, the patient developed an infection and the entire pacing system was explanted. The patient commented that she did not need therapy and therefore, a replacement system was not required.